Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. Following investigation including DHR verification, explant and x-ray analysis it appears that an initial cup mispositioning (angulation) leading to initial intraprosthetic conflict is the most likely root cause of the pe liner breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that the patient, a 85-year-old man, underwent a touch revision surgery on september 2025 due to a pe liner fracture. May 2025: patient felt a sudden onset of mild pain in the joint. July 2025: he regularly feels as though the joint is dislocating and then popping back into place; CT scan shows a fracture of the pe. September 2025: intraoperatively: the cup is solid, there is severe metallosis and a fragmented pe. The surgeon solved the problem by removing the cup and the neck, and replacing them with new component of the left trapeziometacarpal joint (size 10 conical cup, long neck).